Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Catching lips [lip injury]. Catching mouth [mouth injury]. Painful - mouth [oral pain]. Painful - lips [lip pain]. Toothbrush head catching lips and mouth, very painful, while brushing my teeth the toothbrush head broke in my mouth - oral-b [injury associated with device]. Toothbrush head broke in mouth - oral-b [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that the oral-b power oral care refills pro bright kept catching his/her lips and mouth, which was sometimes very painful. Then on (B)(6) 2017, the toothbrush head broke in his/her mouth. The case outcome was unknown. Treatment details: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 03-sep-2017 received consumer's follow-up e-mail: the consumer reported that he/she had not kept the packaging as he/she threw it away when he/she opened the toothbrush head. The consumer noted that he/she usually used the floss action toothbrush heads, and he/she thought that this one was the whitening. No further information was provided. 13-sep-2017 received consumer's follow-up e-mail: the consumer reported that he/she had thrown the brush head away. No further information was provided.